Event description:
The user facility reported that the insertion tube was wrinkled and there was air/water leakage from the distal end. There was no report of patient or user harm due to the event. During inspection and testing, a gap in the adhesive area between the plastic cover and distal end was observed. This report is being submitted for the reportable malfunction that was identified during the evaluation (gap in the adhesive). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to the gap in the adhesive area between the plastic cover and distal end that was observed, service confirmed the insertion tube was wrinkled and the light guide lens was cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information received and to correct information provided in the initial report.

Event description:
Correction and clarification to information provided in the initial medwatch report: the subject device was an olympus asset/loaner device that was returned to olympus for annual maintenance, with no complaint alleged by the user facility. The reportable malfunction (gap in adhesive area between the plastic cover and distal end) was found by olympus during incoming inspection and the annual inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the subject device was repaired twice in the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the glue between the plastic cover and the distal end cover was deteriorated due to physical stress /chemical stress/storage environment, and then a gap was created. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. As a preventative measure, the IFU (instructions for use manual) states the following: - warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. -storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Olympus will continue to monitor complaints for this device.